Event description:
It was reported that the patient's blood glucose level was 600 mg/dl between 4 and 24 hours of wearing a new pod. The patient reported the pink slide on the top of the pod did not move forward. The patient confirmed the pod cannula was inserted into the skin. The patient experienced redness and swelling at the pod site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.3. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
An evaluation of the returned device was conducted. The device was received fully deployed. There were no timeouts or stalls observed, and the pod delivered over 200 pulses, including an immediate non-priming bolus. There was no damage found on the needle mechanism, which was reset and redeployed successfully. The exposed portion of the soft cannula was observed to be shortened, preventing fluid from flowing through the full fluid path. The timing and cause of the cannula damage could not be determined. There was no damage that would contribute to the report of swelling at the pod infusion site.